Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded the most likely cause. The most likely cause of the reported failure is user error, specifically misalignment during insertion and/or excessive force during insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/24/2024, an FDA medwatch notification was received via email. An anonymous nurse reported that the guidewire from an ar-1898s transtibial acl disposables kit was noted to be broken into two pieces during the procedure. All the broken fragments were removed with no apparent injury. This was discovered during a left arthroscopic aclr procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: e.1: initial reported updated. G.3: follow-up information received.